Event description:
It was reported that the maestro drill with handswitch would not turn off during the course of procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the device was leaking oil through a hole in the pneumatic hose. Additionally, it was reported that the handswitch assembly of the maestro drill with handswitch was stuck allowing the device to experience unintended activation by running in safe mode.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the maestro drill with handswitch would not turn off during the course of procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. A backup device was used, and the procedure was completed successfully. After return to the manufacturing facility, it was reported during service inspection that the device was leaking oil through a hole in the pneumatic hose. Additionally, it was reported that the handswitch assembly of the maestro drill with handswitch was stuck allowing the device to experience unintended activation by running in safe mode.

Manufacturer narrative:
During failure analysis, the reported event of the device not turning off was confirmed. The device also had an oil leak from a hole in the hose. The pneumatic hose of the device can fail due to mechanical damage to the hose material during use. The device had a damaged o-ring on the needle valve. Damage to the o-ring can cause the needle valve to stick, keeping the device activated in safe mode.